Event description:
It was reported that a progressive deterioration of speech perception was noted during the past year. Testing showed 2 electrode channels with status "hi" and one short-circuit. The patient was re-implanted in 2009.

Manufacturer narrative:
The device has been explanted and returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow-up report.